Event description:
This report is being filed after the subsequent review of the following journal article, lowe, j. Et al (2010). Complications associated with negative pressure reaming for harvesting autologous bone graft: a case series. J orthop trauma, 24, 46-52. (USA). This article presents one case (case 6) that encountered complications intra-operatively treated with the reamer-irrigator-aspirator (ria) system (synthes, paoli, pa) and also another case (case 2) treated with the synthes proximal femoral locking plate which was also associated with a complication. Results for case 2 were as follows: a (B)(6) year old insulin dependent female with diabetes presented with a persistent subtrochanteric right femur nonunion and broken hardware who had failed 7 previous operations. The patient underwent a revision of nonunion repair with a synthes proximal femoral locking plate, recombinant human bone morphogenetic protein 2, and an autogenous bone graft harvested from her left tibia using a 12mm ria reamer to fill in the bone defect and provide viable bone forming cells. On postoperative day 8, while the patient was pivoting on her left leg to use the restroom at home, she developed significant pain and could no longer bear weight. Radiographs demonstrated a spiral fracture of the distal tibial shaft. The patient underwent another surgery and clinically healed. (B)(4). This report is for an unknown proximal femoral locking plate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Lowe, j. Et al (2010). Complications associated with negative pressure reaming for harvesting autologous bone graft: a case series. J orthop trauma, 24, 46-52. This report is for an unknown proximal femoral locking plate/unknown quantity/unknown lot. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.